Event description:
The bd q-syte device had been in use for approx 30 minutes and had been accessed only once. Medication leakage was observed from a crack in the body of the bd q-syte device. There was no harm to the pt as a result of this incident.

Manufacturer narrative:
The sample was received on (B)(4) 2012 and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted.